Event description:
It was reported that for the asymptomatic patient, high pacing lead impedance and decreased r-wave amplitudes were observed. Lead fracture was suspected. The lead was capped and replaced. Procedure occurred without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.